Event description:
It was reported that cartridge was damaged at cartridge t:lock connector. Customer¿s blood glucose level displayed "high" though specific value was unknown. Customer addressed high blood glucose by giving manual correction and continued to revert to this method for insulin delivery due to lack of supplies. Technical support arranged to send replacement cartridge; no additional information was received regarding the final outcome of the event.